Event description:
It was reported that when the patient presented in clinic for routine follow-up, externalized conductors were noted via fluoroscopy. The lead exhibited no electrical anomalies. Based on the review of images provided to st. Jude medical, the conductors do not appear to be externalized. The lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.